Event description:
A customer contacted beckman coulter (bec) to report one (1) sample run on the coulter lh 750 hematology analyzer gave a higher white blood count (wbc) result compared to the slide estimate and rerun. The same sample was also run twice on an alternate instrument (unicel dxh 800 coulter cellular analysis system) within the laboratory which correlated to the slide estimate and the lh 750 rerun results, all were considered correct. Review of the provided printouts show the initial sample run on the lh 750 gave a wbc result of 2.1 without flags. A slide estimate showed lower wbc count (result not provided by the customer) and the same sample was rerun on the lh 750 (wbc = 0.9) and run twice on their dxh 800 (wbc = 0.8). The lh 750 rerun and dxh 800 wbc results were considered correct. All other complete blood count (cbc) results correlate with the correct wbc results. The high wbc result was not reported out of the laboratory. There was no death, injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
Controls run before and after this event were within range and the instrument is currently performing within qc specification. The specific sample was collected in an edta 4.5 ml vacutainer tube stored less than 4 hours. Field service was not dispatched for this event. Per lh 750 operator's guide, beckman coulter does not claim to identify every abnormality in samples and suggests using all available flagging options to optimize the sensitivity of the instrument results. All flagging options include reference ranges (h/l), codes, and flags. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.